Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, set screw was stripped and could not be removed from header. Device was explanted and replaced. Patient was stable post-procedure.